Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high, out-of-range (oor) shock impedance (127 ohms). Additional information indicates that upon further review, all other impedance measurements were within acceptable parameters. Pocket manipulation was performed and normal impedance measurements were noted. There was no intervention performed. The system remains in service. No adverse patient effects were reported.